Manufacturer narrative:
The device was returned to smiths/ICU medical. The customer's reported problem of "won't turn off/loss it program memory" was not duplicated in the pump, during investigation. However, pump settings and patient data lost were found in the pump's event history log. Connected an ac power, and charged the device for three days, solving the issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.

Event description:
Oracle ro 1223199: it was reported that the pump won't turn off. It lost it program memory. Additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: this was discovered while in-house testing, no patient involvement.